Event description:
It was reported that during an a-fib procedure, it was noticed on the ice image that there was fluid in the pericardial sac. A pericardiocentesis was performed and 250 cc of fluid was drained. The procedure was completed and the patient was reported in stable condition.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported.device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4). Stockert 70 system: us catalog #: s7001, serial #: (B)(4). Cool flow pump: us catalog #: cfp002, serial #: (B)(4). C3 ez steer cs with auto ID: us catalog #: bd710fj282ct, lot #: 15645422m. Lasso nav variable eco split: us catalog #: d134301, lot #: 15577956l. Soundstar: catalog #: sndstr10g, OEM lot #: g3005057. (B)(4).

Manufacturer narrative:
The device was received in bwi laboratory for investigation. (B)(4). It was reported that during an a-fib procedure, it was noticed on the ice image that there was fluid in the pericardial sac. A pericardiocentesis was performed and 250 cc of fluid was drained. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical, temperature and generator functionality and it passed, in addition the device was tested under deflection and patency flow and it was found within specification. The customer complaint cannot be confirmed. The device history record (DHR) was revised and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures.